Manufacturer narrative:
As reported, a rupture of the 3mm 10cm powerflex pro percutaneous transluminal angioplasty (pta) dilatation balloon with loss of the tip and inflatable part in the patient's femoral artery. The patient underwent emergency surgery of the femoral artery. There was major risk of ischemia and migration of the sheath into the artery. The device will not be returned for evaluation. Additional information was requested; however, the information was not obtained after multiple attempts. The reported ¿balloon burst- at/below rbp¿ and balloon ¿ separated¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics and procedural factors, although unknown, may have contributed to the reported event. However, without the return of the device for analysis and with the limited amount of information provided, it is difficult to draw a clinical conclusion between the device and the event reported. According to the safety information in the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces. The information available does not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, a rupture of the 3mm 10cm powerflex pro percutaneous transluminal angioplasty (pta) dilatation balloon with loss of the tip and inflatable part in the patient's femoral artery. The patient underwent emergency surgery of the femoral artery. There was major risk of ischemia and migration of the sheath into the artery. The device will not be returned for evaluation. Additional information was requested; however, the information was not obtained after multiple attempts.

Event description:
As reported, a rupture of the 3 mm 10 cm powerflex pro percutaneous transluminal angioplasty (pta) dilatation balloon with loss of the tip and inflatable part in the patient's femoral artery. The patient underwent emergency surgery of the femoral artery. There was major risk of ischemia and migration of the sheath into the artery. The device will not be returned for evaluation. Additional information was requested; however, the information was not obtained after multiple attempts.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.